Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose event. The blood glucose at the time of the event was 328 mg/dl. The customer reported no symptoms related to high blood glucose event. Customer was using the insulin pump system within 48 hours of the event. Troubleshooting was successfully performed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer will continue the use of device.